Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer stated they massage their finger, then wipes with alcohol and lets it dry. According to the product labeling, the user is directed to carefully wash hands with soap and warm water. Then thoroughly dry them with a clean towel before lancing a fingertip with the lancing device to draw the drop of blood required. Excessive squeezing of the fingertip can cause intracellular fluid to dilute the blood sample, giving an inaccurate reading. The customer also stated they swipe their finger across the strip. According to the product labeling, the user is directed to apply the first drop of blood to the coaguchek xs pt test strip. Never add more blood to the test strip after the test has begun or perform another test with blood from the same puncture site. The user can either apply the drop of blood to the sample application area of the strip from above, or hold it against the side of the sample application area. The test strip draws up the blood by capillary action. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. The meter result was 3.7 inr and the laboratory result was 2.8 inr. The tests were completed within 4 hours of one another. The therapeutic range was 2.0-3.0 inr.